Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to working wall outlet using third-party charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement charging cable and wall adapter would be sent within two days and was instructed to use multiple daily injections for insulin delivery if pump battery depleted before new charging supplies arrived, with plans for technical support to follow up.